Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.201" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse. Verification via system logs confirms the occurrence of a subtotal gastrectomy procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with no obvious damage. Based on the additional information obtained from follow up and failure analysis investigation, this complaint is considered a reportable event due to the following conclusion: the initial report alleged an issue activating the harmonic ace instrument. Follow up information stated that the instrument broke, a fragment fell, the entire piece was retrieved and no additional surgical intervention was required. Failure analysis investigation confirmed a missing blade from the harmonic ace instrument due to mishandling and misuse. Unintended fragments falling inside the patient may require surgical intervention. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the user observed an issue activating the harmonic ace instrument. Replacement of the harmonic ace disposable insert resolved the issue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument broke during intraoperative use and the surgeon confirmed a fragment was removed using another instrument. The entire fragment was retrieved and no missing piece was confirmed.